Event description:
The event occurred on an unspecified date and involved a 112" (284 cm) appx 14.4 ml, 15 drop primary set w/3 microclave®, rotating luer. The report stated that the tubing exploded at the end of the test and the tubing has 2 access ports not 3. The tubing opened about 2.5 inches above the lowest access port. There does not appear to be any blood in the tube. When the patient returned to the ed, the tubing was changed out and the IV was still usable. They only have the tubing itself. No other components. There was no harm to the patient.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
One (1) used unknown, extension set with 2 y-claves and back check valve was returned for evaluation. As received, a split tubing was observed close to the distal end of the set, no punctured or stretch damage were observed. No mating device was returned for evaluation. Complaint of tubing burst can be confirmed. The probable cause is unknown. The DHR review couldn't be performed due to the lot number for this complaint was unknown.